Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jan-2022 to 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device prompted a fatal error message during the procedure. The technical support specialist found that the timeout issue was detected by the underlying data source and confirmed that the station was working as designed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system displayed a fatal error message and users unexpectedly logged out from the device during a procedure. The customer added that this caused a delay to care but that users were able to remove the required medication from an adjacent operating room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that several instances of the same error message. An unexpected error occurred in task anesthesiausertask. The device's database was inspected for bloating, but no further errors were found after previous instances. The customer confirmed that the station was currently working as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a fatal error message and users unexpectedly logged out from the device during a procedure. The customer added that this caused a delay to care but that users were able to remove the required medication from an adjacent operating room. There were no adverse events or injuries reported based on this event.